Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary retention after a water vapor therapy procedure. Two months post procedure, the patient went to see the physician, where a catheter was placed and resolved the event. It was noted that there was no device malfunction during procedure, and the patient was discharged the next day post procedure. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient experienced urinary retention approximately two months post water vapor therapy procedure. The patient was catharized and discharged a day later. It was further reported that the patient had a second catheter placed approximately 30 days post discharged. The patient underwent a photo selective vaporization of the prostate due to bening prostatic hyperplasia (bph) symptoms worsening. No further patient complications were reported.